Manufacturer narrative:
The impella device was received and an investigation is underway., a supplemental MDR will be filed at the completion of our analysis.

Event description:
The complainant reported a (B)(6) female patient presenting with cardiomyopathy for hemodynamic support using the impella 5.5. During support, the patient endured hemolysis as confirmed via 3 elevated pfhg measurements over a 24 hour period. The pump was removed and replaced as a result.

Manufacturer narrative:
The device was returned and an investigation was completed. A visual inspection revealed a thrombus wrapped around the tip of the impeller. The root cause of the reported hemolysis was related to ingested biomaterial.